Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. Kinks were observed in the catheter approximately 0.1 cm, 7.6 cm, and 10.4 cm distal to the molded joint. Circumferential splits were observed at the location of the kinks approximately 0.1 cm and 7.6 cm distal to the molded joint. A microscopic observation revealed the edges of the splits were rough but mostly straight, and one edge of each split was observed to be slightly rounded. The fracture surfaces of the splits were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the splits. The surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the splits. Evidence of kinking was also observed in the catheter on the opposite side of the proximal split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redr0595 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was cut at 44cm and placed with internal measurement of 41cm and external measurement of 17cm. Secured with secureacath. It was stated, patient was in CT where they flushed the line with saline and noticed that the dressing was wet. Cannula was then inserted in order to complete CT scan. Patient sent back to the ward who informed infusional services. Infusional services removed the PICC and observed a very obvious external fracture just above the wings/flange of the PICC. New PICC inserted the following day.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0595 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was cut at 44cm and placed with internal measurement of 41cm and external measurement of 17cm. Secured with secureacath. It was stated, patient was in CT where they flushed the line with saline and noticed that the dressing was wet. Cannula was then inserted in order to complete CT scan. Patient sent back to the ward who informed infusional services. Infusional services removed the PICC and observed a very obvious external fracture just above the wings/flange of the PICC. New PICC inserted the following day.